Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and infection ("several infection"). The patient was treated with surgery (hysterectomy and laparoscopy). Essure was removed. At the time of the report, the device breakage, abdominal pain and infection outcome was unknown. The reporter considered abdominal pain, device breakage and infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - abdominal pain, several infections. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Event medical device removal deleted and surgery added to abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and device breakage ('device breakage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and infection ("several infection"). The patient was treated with surgery (essure removed, laporospically and laparoscopically removed essure). Essure was removed. At the time of the report, the medical device removal, device breakage, abdominal pain and infection outcome was unknown. The reporter considered abdominal pain, device breakage, infection and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - abdominal pain, several infections and hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.